Event description:
It was reported that the endowrist prograsp forceps instrument is defective. No additional information was provided. No patient hard, adverse outcome or injury was reported.

Manufacturer narrative:
Results & conclusions -the instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument to be broken at the proximal clevis to main tube interface, causing the proximal clevis to be dislodged from the main tube. The main tube has missing pieces. The breakage is most likely due to overloading at the tip. Per e-mail, there are no indications from the site that the broken instrument components fell inside of a patient during a surgical procedure. Results & conclusion - engineering also observed that deep scratches in an area of about .370"x.240" of the main tube, where material was removed. Scratches are located at approximately .400" from the intersection with the proximal clevis. Based on the location and appearance, the damage was most likely caused by instrument collisions/rough handling. No other damage found. Conclusions: the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.